Event description:
Following a refill, upon removing needle from pump, clear fluid "shot out" of the needle hole in the patient. The hcp believed that it was medication. The hcp was certain that he injected the drug into the pump and did not believe it was a pocket fill. It was noted that there was no volume discrepancy when aspirating drug from the pump prior to refill. The patient was admitted to the hospital. The manufacturer's device registration system indicates the pump was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).